Event description:
On (B)(6) 2011, the surgeon performed a right si joint fusion using three 7mm ifuse implants. Surgery was uncomplicated, however, the surgeon reported that imaging during the index surgery was suboptimal. The surgeon reported that he thought the most proximal implant was a bit cephalad but that the implant did not violate the ala. Two weeks post-operatively, the pt developed right leg pain which more than likely resulted from the pt falling multiple times due to alcohol abuse as well as the implant placement being a bit cephalad. X-ray showed that the superior implant appeared to have migrated through the superior ala into the area of the l5 nerve root. On (B)(6) 2011, the surgeon performed a revision surgery to remove the most superior implant. Implant was not replaced and bone graft was not used. Post-operatively the pt had good resolution of his right leg pain and right si joint pain. The pt has no ongoing symptoms of numbness, weakness or pain in the lower extremities.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual and fmea, the most probable root cause is due to pt falling multiple times from alcohol abuse, or placement of the implant a bit cephalad or a combination of the two. Late report of this adverse event is addressed under CAPA# (B)(4).